Event description:
It was reported that during a cholecystectomy procedure, the surgeon used the device inside the patient but no clips were delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what is meant by " the clip came out but the handle got blocked" when rep tested device? Please provide more detail regarding issue. The rep felt like if the handle got blocked when he wanted to activate it. But by forcing it, he reached to make the clip being delivered finally. Was cholangiogram done on procedure? No information about it. Which firing of the device did this event occur on? No information about it. What vessel or structure was the device fired on at the time of the event? Cystic duct was the clip fully advanced into the jaws prior to firing? No, the jaws were not parallel were there any feeding issues experienced with the device? No information about it. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No information about it. Was any unexpected resistance felt while firing the trigger? Yes, like if the handle got blocked, but by forcing it, the user reached to make the clip being delivered finally. Were any unexpected noises heard? If so, when? No information about it. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes the sales representative tried it after that the surgeon addressed the issue.

Manufacturer narrative:
(B)(4). Lockout broken, returned empty, yielded jaw. The analysis results found that the er320 device was received with the jaws yielded. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that the instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.